Event description:
The patient reported that they had leakage and were back to getting up several times during the day and at night since (B)(6) 2016. The patient did not feel stimulation and therapy was on. When the amplitude was increased, the patient could not feel stimulation in the correct area. There was a follow-up appointment scheduled with the healthcare professional on (B)(6) 2016. Additional information received from the healthcare professional indicated that the leakage was caused by refractory urge incontinence. Further information provided noted that when the device was implanted, the patient could feel the vibration at first. After several days at home healing, the patient could no longer feel the vibration of unit, and they started to have leakage. Patient services helped them increase the stimulation, so they could feel it. The healthcare professional turned up the stimulation even more, and the patient reported that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.